Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer miscalculated the bolus and delivered too much insulin. Blood glucose (bg) level was 70 mg/dl and juice was consumed to address the bg. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.